Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the graftmaster stent was used to treat a perforation that occurred in the circumflex artery from a unspecified guide wire. The graftmaster was unable to cross an existing unspecified stent and was removed from the anatomy. A balloon dilatation catheter (bdc) was used to treat the perforation. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.